Event description:
It was reported that the patient presented in clinic for follow up. The patients right ventricular (rv) lead showed loss of capture and dislodgment. The rv lead was revised on (B)(6) 2021. The patient was stable.